Event description:
The reporter called regarding the abbott heart valve. The reporter has the device implanted since (B)(6) 2020. The device failed was leaking, regurgitating blood and filling up in the caller's lungs and heart. The reporter was hospitalized and intubated due to heart failure. The device failed in three years and nine months, and she is waiting for replacement of the heart valve.